Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was fixated and exhibited low pacing impedance. While trying to reposition the device, the lp would not dock to the delivery catheter. The lp was removed and the catheter was exchanged to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.